Event description:
The patient received two leads from the same lot number. It was reported the patient developed a severe headache and was vomiting the evening after the scs system implant. Follow up from the patient stated the headache is gone and the vomiting had stopped. The patient reported that she is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.